Manufacturer narrative:
(B)(4).

Event description:
It was reported that the weekend of (B)(6) 2016 to (B)(6) 2016, the patient experienced presyncopal episodes. On (B)(6) 2016 the patient presented to the hospital, upon interrogation the right ventricular lead exhibited intermittent loss of capture. The physician elected to explant and replace the lead. The patient was discharged in stable condition.